Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, this right ventricular (rv) lead exhibited no capture at maximum output and over-sensing. The physician thought the lead may be dislodged. The lead remains implanted and a lead revision is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.